Manufacturer narrative:
Due to characterization limit e1 initial reporter: (B)(6). Due to characterization limit e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the on cardiosave intra aortic ballon pump while going on cardiopulmonary bypass in or, noticed that lost pressure readings. Because going on bypass, not urgent and asked for ideas. Engineer suggested checking connections including fiber optic connection. When it was performed, after bypass ended the numbers came back. While prepping patient to move to ICU, ccp wiggled the plug to check it and lost numbers again. Engineer walked her through a change to transduced arterial line without issues. Patient moved to ICU, no further issues noted and no patient impact. No harm or injury to the patient was reported.